Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that a tecnis multifocal zmb00 24.0 intraocular lens (iol) was explanted after the patient experienced an undesirable refractive outcome. The incision was enlarged to remove the iol. There were no other surgical complications such as vitrectomy.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The lens can be identified, as tecnis multifocal acrylic 1-piece intra ocular lens, because of the type of haptic present and the presence of a diffractive ring pattern on the optic. It can be seen one of the haptics is missing and the lens optic is damaged, both most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. The in-line optical inspection data shows the lens is within power specification. The device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.